Event description:
It was reported the subject device had no image during an unspecified therapeutic procedure. No patient harm was reported. No additional information was available regarding the event.

Manufacturer narrative:
The device was evaluated. The issue of no image pointed out by the customer was reproduced. It was determined that the product specifications were not met. The device evaluation also found water immersion in the main unit's imaging, flooding of the camera cable, and a a tear in the camera cable. The internal ccd may have failed due to flooding of the main unit imaging and camera cable. Therefore, it was likely that normal communication was not possible, and this led to the phenomenon that no images were produced. The camera cable was no longer watertight due to a tear in the camera cable, and it was likely that the camera cable has become watertight, and moisture has entered the interior, resulting in flooding of the main unit's image capture and camera cable. The tear in the camera cable cause of issue could not be identified based on the information obtained from the complaint and the investigation results. A device history review revealed no deviations or nonconformities in the process that could have caused the no image is output. It was confirmed that the device was shipped conforming within the specification. This issue is address in the instructions for use (ifus): the following statement is included in the "warnings" section in the "instructions for use" section of the instruction manual: ·there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is found in the instruction manual "precautions for cleaning, disinfection, and sterilization" and "warning" in "storage". Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor the field performance of this device.